Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon put the first two trocars in from the kit ftc11. Each time he removed the obturator the seals of the trocar tore. They pulled individual trocars to finish the case. They opened a second ftc11 kit and the 512s seal tore on it when the obturator was removed as well. There was no consequence to the pt.